Manufacturer narrative:
H.6. Investigation: two photos and two sealed packaged 5ml syringes depicted in the photos were received, confirmed to be from batch #9163894 (p/n 309649). The photos and samples were visually evaluated. Arrows in the photos pointed to cylinder image dots which are printed as part of the scale markings. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. The barrels were observed to have small ink smears observed that went around the barrels. The smears were small, level 1 and 2 in size. However, the large number of ink smears was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause, cylinder image dots are not a defect but part of the scale marking design. Potential root cause for ink smears defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9163894 is considered in compliance with our product specification requirements.

Event description:
It has been reported that the bd¿ syringe 5ml ll euro 125 s/c has been found containing foreign matter before use. The following has been provided by the initial reporter: during the unpacking of 5ml syringes, operators observed black spots on the syringes. In all cases, the black spots integrated into the material. The surface of the affected syringe areas were smooth, both on the inner and outer surface of the syringes. No physical particles could be identified by visual inspection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 5ml ll euro 125 s/c has been found containing foreign matter before use. The following has been provided by the initial reporter: during the unpacking of 5ml syringes, operators observed black spots on the syringes. In all cases, the black spots integrated into the material. The surface of the affected syringe areas were smooth, both on the inner and outer surface of the syringes. No physical particles could be identified by visual inspection.